Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not completely close around the cystic duct. The tech noticed upon inspection, the jaws were bent after the fire and was unable to be completed. The instrument worked for a few fires before malfunctioning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument would not completely close, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of instrument grips bent-severely to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Functional clip test was not performed due to the clip grip damage. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to mishandling/misuse of the device, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The complaint was confirmed based on failure analysis, which indicated that the device did contribute to the customer reported issue. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.